Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The baxter product analysis laboratory (pal) reported there was fluid contamination of the digital pcb encountered during pal evaluation of the device. No patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) electrical test and functional test. Fluid was evidenced to have dripped from the heater pan mounting screws and had contaminated the printed circuit board (pcb). Assignable cause was determined to be fluid ingress of device from around the heater pan. Baxter will continue to monitor similar reports to determine if further actions are required.